Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance warning was noted on the right atrial (ra) lead. Furthermore, the right ventricular (rv) lead experienced a polarity switch and later an impedance warning was noted. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.